Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Laboratory analysis could not confirm the reported allegation that the patient was at risk for a pocket infection.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was at risk for a pocket infection. It was noted the device was nearing elective replacement indicator (eri) battery status, so the physician elected to replace the device immediately to avoid more future interventions. There were no allegations against the function of the device. The patient recovered as expected after the device replacement. No additional adverse patient effects were reported.